Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose (bg) level was 587-600 mg/dl. The customer required assistance completing the load process and resuming insulin. In addition, the customer administered a manual injection to address bg level. Reportedly, the customer successfully resumed insulin therapy.